Event description:
During a prolapsectomy according to longo procedure, the device stapler missed closure of some staples along the rim of circular line. The surgeon had to finish the operation suturing by hand. No patient consequence.